Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that the pump battery rapidly depleted from 30% to 10%. There was no impact to the customer's blood glucose level. Initial troubleshooting and data review with tandem technical support indicated pump battery depleted as expected.